Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 21aug2019. The manufacturer¿s international service technician confirmed the reported led issue. The approval from the customer for repair was not able to be obtained. The repair was cancelled. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported that the green power led malfunctioned. The unit was being used on a patient at the time the reported issue occurred; however, there was no patient harm.